Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting procedure, deflation difficulties were encountered and the pt suffered a myocardial infarction before discharge from the hospial. The lesion being treated was a 3.0 mm, 95% stenosed, mid left anterior descending artery (mid lad). The lesion was predilated. The physician then placed a taxus expres2 8.8% 3.0 x 28 mm drug eluting stent in the mid lad. There was a side branch occlusion. The physician then encountered difficulty deflating the balloon. The physician was able to fully deflate the balloon using unk measures and withdrew the balloon. On the same day before discharge, the pt's cardiac enzymes met criteria for a myocardial infarction. The pt was discharged 2 days later on aspirin and plavix. In the opinion of the physician the relationship between the target stent is "not related." The realtionship between the target vessel is "probable."